Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned and currently under evaluation. Also, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device(mt20649/sm42507931), used with the complaint transmitter device, was returned on 01/27/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver data log confirmed the reported event of an intermittent out of range signal.